Event description:
It was reported that engineering reviewed device memory information from the subcutaneous implantable cardioverter defibrillator (s-ICD) and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that engineering reviewed device memory information from the subcutaneous implantable cardioverter defibrillator (s-ICD) and noted it appeared the battery usage has increased at an elevated rate and suggested the device be explanted for suspected premature battery depletion. At this time the s-ICD remains in service and no adverse patient effects were reported. Boston scientific issued an advisory communication in (B)(6) 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.